Event description:
It was reported to medtronic minimed that the customer experienced bleedingat insertion site. The customer also alleged for sensor needle hard to remove, sensors introducer needle fractured inside the body and serter does not release sensor after insertion. The event involved products mmt-7040ma and mmt-7512g. Troubleshooting was performed for site issues. Advised to insert sensor in a different location and monitor site. Troubleshooting was performed for serter anomaly and needle hard to remove, and indicated that the non-serialized product being replaced. No further patient complications were reported. Mmt-7040ma was requested and customer response was the device will be returned. Mmt-7512g was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base and checked needle for burrs/hooks and dull needle tip and found introducer needle bent inside needle hub causing needle hard to remove from sensor as noted in the comments by the customer. In summary, the customer complaint for needle hard to remove was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.